Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No similar complaints have been reported in this lot. Add'l info was requested by phone, fax and mail on (B)(6) 2012 and (B)(6) 2012. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has had dry eyes, that burn and itch and has had "strain on her eyes to see near or far." She is currently wearing glasses that her surgeon prescribed. Add'l info has been requested.